Event description:
It was reported that, during use, the port on the distal end of the a-line tubing of a vamp jr "exploded open" and ejected the patient's blood on the patient and nurse. The vamp jr. Was connected to the patient's umbilical arterial catheter. The stopcock closest to the baby was opened to return wasted blood per the appropriate lab drawing practice. When the nurse attempted to return waste blood, the vamp jr would not effortlessly collapse to return blood to the patient. The leakage then occurred when a little pressure was applied. The reporter noted "other serious or important medical events occurred after the malfunction." No additional information is available.

Manufacturer narrative:
Medwatch (B)(4) was received. Device availability is unknown. The device history record review could not be performed since lot number was not reported. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming if the product is returned and when the evaluation is complete.

Manufacturer narrative:
Medwatch (B)(4) was received for report ID: 2015691-2025-07891. Supplemental report requested by FDA. Medwatch (B)(4) cannot be included in h10 related report numbers due to a system error following a recent update to company's quality management system.

Manufacturer narrative:
Medwatch 2100020000-2025-8056 was received for report ID: 2015691-2025-07891. Supplemental report requested by FDA. Medwatch 2100020000-2025-8056 was previously unable to be included in h10 related report numbers due to a system error following a recent update to company's quality management system.